Event description:
It was reported that the system froze at the end of a completed robotic procedure. The caller was unable to troubleshoot the issue from the room due to poor cell reception. The caller planned to attempt a hard power cycle, although the system had already been power cycled several times before calling, with the error persisting on arm #3.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 319 pointing to the ac_3f node. The usm was visually inspected and found to have the rolling loop fiber dislodged and damaged. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to the rolling loop fiber within the usm becoming dislodged and damaged. This can be resolved by having the fse replace the usm.

Event description:
Refer to h11 for follow-up information.